Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, intermittent undersensing was detected on the implantable cardiac monitor. Programming changes were recommended. No intervention was performed at this time. The patient was in stable condition.